Event description:
The surgeon attempted to implant a lens but the haptic tore on insertion. The lens was inserted into the eye and the surgeon enlarged the incision from 3mm to 3.5mm to remove the lens. Sutures were not required. No further info has been forthcoming.